Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) stated they noticed an air gap in the patient line after they connected and pressed go. The patient will start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.